Event description:
The manufacturer received information alleging a ventilator was autocycling. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, machine flow sensor, blower motor and tubing were all found to be contaminated with white powder and need to be replaced to address the issue.